Event description:
Device malfunction: partial stent deployment. Time of malfunction: before device preparation. Symptoms/ae: na. It was reported that before device preparation, while taking the device out of the package, it was noticed that the xact stent was already partially deployed. Reportedly, there was no pt involvement. No additional info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed.